Event description:
Alleged event: the balloon did not deflate. It was pierced with a needle the catheter and the balloon is deflated. The catheter was "collapsed" at the y junction. No further intervention was required. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a device history review could not be conducted. On examination of the returned sample there were no signs of dented marks on the airline, kinking, or collapse of the lumen. There was no blockage of the balloon lumen or funnel. Based on the analysis of the returned sample, no blockage was found that could lead to deflation difficulties therefore the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.